Event description:
It was reported by a customer complaint that the pt was treated by paramedics due to an incident of low blood glucose. The reporter stated that the insulin infusion pump with blood glucose monitor gave a result of "about 400 mg/dl or so" for which they corrected. Reportedly the patient had a hypoglycemic reaction. The paramedics were summoned and he was treated on scene with IV glucose and food. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Accuracy tests were performed with control solutions, the device was found to be measuring accurately. No operational or functional failure was detected and the product was within spec. Note: the customer did not return or identify the test strips that they had used.